Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that the customer had high blood glucose levels all morning after installing a new cartridge. The customer changed out the cartridge, tubing, and used new insulin, however bg levels remained high. Reported bg level was 250mg/dl. Elevated bg levels were treated via boluses and invokana. System check was performed, and the pump performed as intended. Tandem technical support discussed factors that could affect bg levels. Recommendation was made for the customer to consult with their healthcare provider to discuss what may be affecting bgs.